Event description:
The customer reported questionable results for 23 patient samples tested for multiple assays. Of the data provided for tests marketed in the united states, twelve patient samples were tested for antibodies to tsh receptor (anti-tshr). Of the twelve samples, eleven were erroneous. Both the initial results and the repeat results were reported outside of the laboratory. Patient sample 1 initial anti-tshr result was 11.86 iu/l and the repeat result was <0.3 iu/l with a data flag. Patient sample 2 (female with date of birth of (B)(6) 1981) initial anti-tshr result was 12.72 iu/l and the repeat result was 0.948 iu/l. Patient sample 3 (female with date of birth of (B)(6) 1987) initial anti-tshr result was 13.17 iu/l and the repeat result was 1.36 iu/l. Patient sample 4 (female with date of birth of (B)(6) 1952) initial anti-tshr result was 7.09 iu/l and the repeat result was <0.3 iu/l with a data flag. Patient sample 5 (female with date of birth of (B)(6) 1984) initial anti-tshr result was 12.35 iu/l and the repeat result was 0.484 iu/l. Patient sample 6 (female with date of birth of (B)(6) 1983) initial anti-tshr result was 6.27 iu/l and the repeat result was <0.3 iu/l with a data flag. Patient sample 7 (female with date of birth of (B)(6) 1971) initial anti-tshr result was 22.6 iu/l and the repeat result was 11.75 iu/l. Patient sample 8 (female with date of birth of (B)(6) 1969) initial anti-tshr result was 8.11 iu/l and the repeat result was 0.649 iu/l. Patient sample 9 (female neonate with date of birth of (B)(6) 2015) initial anti-tshr result was 7.22 iu/l and the repeat result was 0.339 iu/l. Patient sample 10 (female with date of birth of (B)(6) 1947) initial anti-tshr result was 6.68 iu/l and the repeat result was <0.3 iu/l with a data flag. Patient sample 11 (female with date of birth of (B)(6) 1956) initial anti-tshr result was 23.87 iu/l and the repeat result was 10.84 iu/l. No patients were adversely affected. The anti-tshr reagent lot number was 178783 with an expiration date of 11/29/2015. A potential root cause was suggested as temporary contamination of measuring cell 2 since the issue was not observed with tests run on measuring cell 1. The customer replaced the pinch tubes and indicated the issue did not occur any longer. Performance testing confirmed the analyzer was operating within specification.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).